Manufacturer narrative:
B5 udpated. The investigation is still ongoing.

Event description:
The complainant reported additional information: "the pump is not available for return. I cannot recall the requested information as the ca was from (B)(6)."

Manufacturer narrative:
D1 (brand name) has been updated. Cardiac arrest/asystole: the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Purge pressure high: no logs were returned. The cause of the high purge pressure cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
"We are conservatively reporting a highly complex case involving a 68-year-old male who presented for tavr. During initiation of the procedure, the patient developed asystole and cardiac arrest, requiring CPR. After returning to spontaneous circulation and initiation of ECMO tavr was completed. Post-procedure, the patient required multiple defibrillation shocks for ventricular irritability and developed significant bleeding from the groins, rib fractures, and retroperitoneum, with CT confirming diffuse intra-abdominal bleeding. For lv-unloading he was taken to the or for impella5.5 placement, followed by ir coiling. Despite these interventions, the patient expired while on support. In this complex setting of active bleeding, ECMO-related anticoagulation, and profound instability, impella5.5 implantation did not result in hemodynamic or bleeding stabilization. Based on available information, no direct causal relationship to the impella5.5 has been identified. "

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.